Event description:
The customer received questionable ion selective electrode (ise) potassium and troponin t stat (tnt) results from samples that were processed on their mpa. The field service representative (fsr) was performing preventive maintenance on the mpa and he took automatic centrifuge module 1 (acu) and acu2 offline. The fsr turned the mpa over to customer without turning acu1 and acu2 back online. The customer placed two racks of un-centrifuged tubes onto the mpa. The racks bypassed the acus and the mpa aliquoted and sent whole blood to the analyzer. The customer provided data for nine patients, of which three had discrepant results. The first patient's initial potassium result was 4.5 mmol/l and it was reported outside the laboratory. The repeat result was 3.37 mmol/l accompanied by a data flag. The second patient, (B)(6), had an initial potassium result of 4.6 mmol/l and it was reported outside the laboratory. The repeat result was 2.84 mmol/l accompanied by a data flag. The third patient's initial tnt result was 0.010 ng/ml accompanied by a data flag and it was not reported outside the laboratory. The repeat result 0.022 ng/ml. The customer considered the repeat results to be correct. There were no adverse events. When questionable results were found, the customer contacted the fsr and that is when the fsr discovered the acus were offline. The fsr turned the acus online. The fsr had the customer perform quality control on the analyzer to verify its performance after having whole blood specimens run on it. After the quality control was verified as good, the customer repeated the questionable samples after properly centrifuging the tubes. The fsr verified with the customer the quality control passed the customer's specifications. The fsr verified the acus were back online and in proper operation.